Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case, a search in the database was performed on 24-feb-2017 for the following meddra preferred term: pelvic infection. The analysis in the global safety database revealed 78 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable and not indicative of a quality deficit per se. No similar ae case reports have been received to date in relation to the reported batch. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality-safety evaluation of product technical complaint was received. Company causality comment: a (B)(6)-year-old female consumer had essure (fallopian tube occlusion insert) inserted and experienced serious pelvic infection, serious diverticulitis, necrosed sigmoid colon, appendicitis, rupture of a thyroid cyst with no premonitory signs, marked loss of vision due to major ocular motility disorder, on partial disability leave since (B)(6) 2016, benign paroxysmal positional vertigo and loss of hearing. It was reported that she was operated for pelvic infection. Only the event serious pelvic infection is regarded as an anticipated according to the reference safety information for essure. The other events are unanticipated. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Based on its nature and considering that this event occurred an unknown period after essure insertion, a causal relationship with essure cannot be excluded. With regards to the other events, based on their nature and considering the essure's local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident due to hospitalization and intervention required for pelvic infection. Additionally, non-serious events were reported. The product technical analysis concluded a quality defect was not confirmed but considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(4) (reference number: (B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic infection ("serious pelvic infection"), diverticulitis ("serious diverticulitis"), gastrointestinal necrosis ("necrosed sigmoid colon"), appendicitis ("appendicitis"), cyst rupture ("rupture of a thyroid cyst with no premonitory signs"), thyroid cyst ("rupture of a thyroid cyst with no premonitory signs"), blindness ("marked loss of vision due to major ocular motility disorder, on partial disability leave since (B)(6) 2016"), eye movement disorder ("major ocular motility disorder, on partial disability leave since (B)(6) 2016"), vertigo positional ("benign paroxysmal positional vertigo") and deafness ("loss of hearing") in a (B)(6) female patient who received essure (batch no. 84684). The occurrence of additional non-serious events is detailed below. Medical conditions: I was very athletic. On an unknown date, the patient started essure. In 2012, the patient experienced fatigue ("chronic fatigue"). In (B)(6) 2013, the patient experienced menopause ("my body has become that of a 70-year-old woman whereas I am coming up to (B)(4), menopause started in (B)(6) 2013 at age (B)(6)."). In (B)(6) 2014, the patient experienced vertigo positional (seriousness criterion hospitalization) and deafness (seriousness criterion medically significant). In (B)(6) 2014, the patient experienced dizziness ("dizzy spells"). In (B)(6) 2015, the patient experienced cyst rupture (seriousness criterion hospitalization) and thyroid cyst (seriousness criterion hospitalization). In (B)(6) 2015, the patient experienced pelvic infection (seriousness criteria hospitalization and clinically significant/intervention required) with pyrexia and abdominal distension. In (B)(6) 2015, the patient experienced diverticulitis (seriousness criterion hospitalization), gastrointestinal necrosis (seriousness criterion hospitalization) and appendicitis (seriousness criterion hospitalization). On an unknown date, the patient experienced blindness (seriousness criterion disability), eye movement disorder (seriousness criterion disability), muscular weakness ("muscle and bone pain with loss of muscle strength, legs that give out under my weight, sometimes, for no reason,my hands can no longer hold objects"), myalgia ("muscle and bone pain with loss of muscle strength") and bone pain ("muscle and bone pain with loss of muscle strength."). The patient was treated with levothyroxine sodium (levothyrox), betahistine hydrochloride (betaserc), acetylleucine (tanganil), surgery, surgery (ablation of necrosed sigmoid colon), surgery (ablation of sigmoid colon in (B)(6) 2015), surgery (total ablation of thyroid), surgery (total ablation of thyroid) and rehabilitation (vestibular rehabilitation). At the time of the report, the pelvic infection, diverticulitis, gastrointestinal necrosis, appendicitis, cyst rupture, thyroid cyst, dizziness, muscular weakness, myalgia, bone pain, menopause and fatigue outcome was unknown and the blindness, eye movement disorder, vertigo positional and deafness had not resolved. The reporter provided no causality assessment for pelvic infection, diverticulitis, gastrointestinal necrosis, appendicitis, cyst rupture, thyroid cyst, blindness, eye movement disorder, vertigo positional, deafness, dizziness, muscular weakness, myalgia, bone pain, menopause and fatigue with essure. The reporter commented: her body was subjected to serious health problems with five hospitalizations from 2014 to 2015. She was coming up to (B)(6). She was very athletic and now she can only go for walks. Her general practitioner since 1993 does not understand. Even her ent specialist who has treated her since (B)(6) 2014 for dizzy spells has left follow-up on her treatment and vestibular rehabilitation to her primary care physician. The surgeon who treated her in (B)(6) 2015 at emergency for fever at 40°c and enormous swollen abdomen due to a serious pelvic infection put forward the hypothesis of infection due to the essure inserts. After other hospital visits and exams, the visceral surgeon diagnosed serious diverticulitis and operated, with ablation of necrosed sigmoid colon, as well as appendicitis. Appointments on-going with allergy specialist for allergy tests and lymphocyte activation test for nickel and titanium, with the gynaecologist who placed the inserts and with the visceral surgeon who operated on her for pelvic infection in order to plan removal of essure inserts. Company causality comment: a (B)(6) female consumer had essure (fallopian tube occlusion insert) inserted and experienced serious pelvic infection, serious diverticulitis, necrosed sigmoid colon, appendicitis, rupture of a thyroid cyst with no premonitory signs, marked loss of vision due to major ocular motility disorder, on partial disability leave since (B)(6) 2016, benign paroxysmal positional vertigo and loss of hearing. It was reported that she was operated for pelvic infection. Only the event serious pelvic infection is regarded as an anticipated according to the reference safety information for essure. The other events are unanticipated. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. Based on its nature and considering that this event occurred an unknown period after essure insertion, a causal relationship with essure cannot be excluded. With regards to the other events, based on their nature and considering the essure's local action at fallopian tubes, a causal relationship can be excluded. This case was regarded as incident due to hospitalization and intervention required for pelvic infection. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up.